Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump act button was hard to push and had no delivery and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board.